Event description:
It was reported there was long boot-up time since software update. While waiting for a replacement programmer, the programmer had fallen over with the wand popping out and breaking the screen. It was also reported that an implantable pulse generator sigma device could not be interrogated. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer was able to interrogate a sigma device. Programmer had a long boot time. Overlay to screen was broken. Cracked solder joints found at ECG (electrocardiogram) connection on link electronics module printed circuit board. (B)(4) rf (radio frequency) head uplink tests were out of specification. Cable found bent and out of specification.